Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Asr/psr date submitted 04/23/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of breastfeeding difficulties is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breastfeeding difficulties.

Event description:
(B)(6) reported, that breastfeeding stopped, due to side unspecified "not enough milk production". (B)(6) later reported, an exchange with no complaint against the device. This record is for the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ breastfeeding difficulties: unable to observe. As per the investigation procedure, creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported that breastfeeding stopped due to side unspecified "not enough milk production." Patient later reported an exchange with no complaint against the device. This record is for the left side.device has been explanted and replaced.